Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 41-year-old male patient with a past medical history of coronary artery disease (cad), presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. It was reported that after the impella was removed, cardiac tissue was noted on the pigtail catheter. The post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary thrombosis/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.